Event description:
It was reported the patient had not recharged his ipg in months. The patient also was without stimulation therapy for months. Subsequently, the patent underwent surgical intervention at which time the ipg was explanted and replaced with a different model. Reportedly, the patient is doing well following the procedure.